Event description:
A malfunction alarm identified as "malf 3" was reported by the customer. There was no reported impact to the customer's blood glucose level. Technical support arranged for a pump replacement and instructed the customer to use multiple daily injections (mdi) as a backup therapy.